Event description:
Reportedly, on (B)(6) during two subsequent different pacemakers interrogation (esprit / reply models - unspecified) and more specifically during the detection / impedance tests, the programmer went several times in freeze (symptomatic patients). It was impossible to stop the tests. The only way was to turn off the orchestra plus by disconnecting the power socket. An investigation is required.

Event description:
Reportedly, on (B)(6), during two subsequent different pacemakers interrogation (esprit / reply models - unspecified) and more specifically during the detection / impedance tests, the programmer went several times in freeze (symptomatic patients). It was impossible to stop the tests. The only way was to turn off the orchestra plus by disconnecting the power socket. An investigation is required.